Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cobra grasper instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the base of the grip tip. A piece measuring approximately 16.86mm x 5.38 mm in size was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the tip of the cobra grasper instrument broke. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically.